Manufacturer narrative:
One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem, the overtemp alarm triggered after running the device for roughly 5 minutes. The root cause of the issue was determined as the damaged potentiometer on the pcb used to adjust the heaters has broken free from the pcb causing the overtemp issue. The fluid ingress on the pcb from the cracked return tube could also have caused the overtemp. The pcb and the return tube were replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the unit was leaking at the bottom of the tower and the over-temp alarm went off. There was unknown patient involvement and no harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.